Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smartassist system with automated impella controller. Section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ section: warnings & cautions: warnings: ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿

Event description:
The complainant reported a patient was implanted with an impella rp flex device for mechanical circulatory support. It was noted that the physician made several attempts to access the pulmonary artery (pa), however difficulty was noted to be caused by venous cannula from perfusion. Left pulmonary artery access was eventually obtained and impella 0.027 wire was positioned. An impella rp flex was then inserted over the wire but was unable to pass the cannula. Access to the pa continued to be difficult but was obtained and impella 0.027 wire was positioned in right pa. The impella rp flex was inserted and positioned in right pa under fluoroscopy. The wire was removed, and the impella was slowly started. Flows were approximately 3.5 liters at p7 for approximately four to five minutes before it was noted that flows dropped to 1.0 liter. No alarms were noted. Motor current was noted to be flat and placement signal was severely dampened. Additionally, it was noted that the right ventricle showed a perforation. Attention was switched to attempt to close perforation. The impella flow noted to remain at 1.0 liter despite increasing p level. The physician attempted to close the perforation but ultimately was not successful and the patient expired. Additional information was received during follow-up that indicated that the physician does not blame the impella for the right ventricle perforation. The pump was unable to be sent back due to the patient passing. Of note, there was a suspected volume issue with the patient resulting in potential suction and suboptimal pump flows.